Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior approach fusion at l4-5 and l5-s1 using rhbmp-2/acs ¿at multiple levels on [patient¿s] spine.¿ subsequently, the patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on: (B)(6) 2009: patient presented with the pre-op diagnosis of spinal stenosis, spondylosis with persistent radiculopathy l4-5, l5-s1. Patient underwent following procedures: l4-5, l5-s1 laminectomy, facetectomy, foraminotomy (bilateral). Pedicle screw fixation and fusion l4 to s1 with rhbmp-2/acs. Per op-notes:¿¿. The lumbosacral fascia was identified and incised. The subperiosteal dissection was undertaken to expose the spinous processes, lamina and transverse processes from l4 to s1. Fluoroscopic verification of appropriate level was undertaken. We then sounded and tapped the pedicles in preparation for later screw placement. We then removed the spinous process and lamina at l4-5 and l5-s1 along with the enlarged medial facets. We then undercut remaining portions of the superior articular facets to decompress the nerve roots well out into the formation bilaterally. There was considerable facet and foraminal encroachment noted at both the levels bilaterally. Following this, the surgeon placed the instrumentation with rhbmp-2/acs¿¿ after radiographic verification, the incision was closed and the procedure was completed. The patient tolerated the procedure well without any complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.